Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-05415. It was reported that both of the patient's leads have migrated. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Corrected data: initial reporter information updated to reflect name of physician who performed surgical intervention and the facility in which the surgical intervention was performed.

Event description:
Surgical intervention was undertaken on (B)(6) 2023 in which the patient's system was explanted and replaced to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Confirmation of migration by the lab cannot be made with product testing as this issue is commonly caused by some forms of physical activity, which can include trauma, such as falls and accidents. Sudden trauma may cause lead movement and excessive lead migration may require surgery to replace the lead/s. The report stated that migration was confirmed with imaging.